Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was heating and would not operate. It is known that the device was used in surgery. It is known that there was no pt or user injury. It is unk if medical intervention or delay occurred. The event date is unk. There was no add'l info provided.